Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The sample was in used conditions without its original packaging. No visual discrepancies were found. A syringe was used to pass water through the suction line in order to check for occlusion. No occlusion was found. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions were required because the complaint was not confirmed. The supervisor and quality engineer notified the manufacturing personnel about the failure mode reported by the customer as a preventative measure.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical tracheostomy would not suction through the suction line after switching to a successor model. It was used for two weeks and then switched out. No patient injury resulted.